Event description:
The user facility reported smoke was coming from the shroud of a 4085 surgical table. No injuries were reported. No procedural delays or cancellations occurred.

Manufacturer narrative:
A steris service technician arrived on site to inspect the table and found the table damaged with the lower rear cover bent downward, the lower rear support bracket bent and minor bends in the center shrouds. The technician removed the shroud covers and observed fluid on top of the power supply. Also, the power supply and main control board were not working. The technician replaced the power supply and control board; the table was tested, found to be operating to specification and returned to service. The cause of the exterior damage to the table is unknown; the user facility was unable to provide any information regarding the condition in which the table was found.